Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-may-2019. The most recent information was received on 29-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A69939) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), myalgia ("significant muscular pain"), lymphadenopathy ("neck lymphadenopathy / under right arm lymphadenopathy"), oedema peripheral ("leg edema") and fatigue ("intense fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and myalgia had resolved and the lymphadenopathy, oedema peripheral and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, lymphadenopathy, myalgia, oedema peripheral, pelvic pain and urinary tract infection with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A69939) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), myalgia ("significant muscular pain"), lymphadenopathy ("neck lymphadenopathy / under right arm lymphadenopathy"), oedema peripheral ("leg edema") and fatigue ("intense fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and myalgia had resolved and the lymphadenopathy, oedema peripheral and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, lymphadenopathy, myalgia, oedema peripheral, pelvic pain and urinary tract infection with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.